Event description:
Claimant alleges the right rejuvenate hip implanted on (B)(6) 2011 required revision surgery on (B)(6) 2022 due to increased metal ion levels and metallosis.

Manufacturer narrative:
Although no catalog number or lot code was provided, similar events have occurred for the product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required.